Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Patient reported left side "lobed contours and probably benign breast ultrasound findings". Healthcare professional later reported left side capsular contracture baker grade IV. Patient later reported left side "opened and created friction." Device has been explanted and replaced with non-abbvie device. Device has been discarded.